Manufacturer narrative:
E1 reporting institution phone#: (B)(6). E1 reporter phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the efficia cm100 indicating that the pressure of the equipment is too high; the nibp parameter failed. The device was not in clinical use at the time of the event. No adverse event was reported.